Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave nav catheter was analyzed. It was noted that the catheter was returned in flower deployment, with a guidewire still inserted. Upon attempting to remove the guidewire, resistance was felt, and the attempt was stopped. Microscopic inspection found tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage. It is suspected that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue. The allegation was confirmed.

Event description:
It was reported that a guidewire became stuck in a farawave 2.0 nav catheter during a pulse field ablation procedure following pulmonary vein isolation and prior to attempting off label ablation of the heart's roof while creating a post-procedure map. Resistance was felt while manipulating the guidewire, almost as if it was stuck. It was reported that there may have been tissue involvement when the wire was inserted or withdrawn while the sheath was touching the septum. The guidewire was moved in and out of the catheter several times and was able to be removed normally. The same guidewire was used to complete the procedure. No other health injuries arose, and the patient was stable post-operation. No additional procedures were necessary. No patient complications occurred. The catheter has been returned.

Event description:
It was reported that a guidewire became stuck in a farawave nav catheter during a pulse field ablation procedure following pulmonary vein isolation and prior to attempting off label ablation of the hearts roof while creating a post-procedure map. Resistance was felt while manipulating the guidewire, almost as if it was stuck. It was reported that there may have been tissue involvement when the wire was inserted or withdrawn while the sheath was touching the septum. The guidewire was moved in and out of the catheter several times and was able to be removed normally. The same guidewire was used to complete the procedure. No other health injuries arose, and the patient was stable post-operation. No additional procedures were necessary. No patient complications occurred. The catheter has been returned and investigation is still in progress.